Event description:
Customer reported that the pump declared alarm 20 during operation but did not specify if blood glucose levels exceeded 500 mg/dl. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge correctly, but the cartridge alarm recurred, preventing resumption of insulin therapy. As a result, technical support arranged a replacement pump and instructed the customer to use multiple daily injections (mdi) as backup therapy. The customer was guided to put the pump into storage mode and return it using a pre-paid label.